Event description:
The manufacturer received information alleging a ventilator inoperative and dead pixel on the lcd display condition occurred on the device. The device was returned to a third-party service center for evaluation and the customer's complaint was confirmed. The device¿s pca was replaced to address the issue. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. This issue has been identified under the fsn 2023-cc-src-039.